Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date and a barbed suture was used. Post-op, the patient required a revision. The patient experienced a superficial dehiscence of about 0.5-1 cm. The doctor had to remove suture and then use a topical skin adhesive and the patient healed fine after that. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: during the call, the surgeon elaborated on the events experienced. Stated the wounds are not healing and the patients are experiencing superficial dehiscence about 0.5-1 cm. Surgeon reported that he had one patient today ((B)(6)) bmi 23 ¿ mid 65-year-old female with 2 areas on incision line 0.5-1 cm dehiscence and had another patient with bmi 45 that he also saw today and incision was fine. Therefore, he does not think these events are related to patient factors. Surgeon also stated that he used to use dermabond, but stopped due to reactions. Now he uses a silk covering on top of the closed wounds. He does it the same on every patient. He closes the knee at 25 degrees, then bends the knee to 90-100 degrees, whatever is comfortable, then he puts the silk on after suturing is complete. Surgeon states these events usually occur within 6 weeks of surgery. During wound revision, he can¿t see or detect the suture at that point, it is already clear, but he will see a free suture strand hanging out. The issues happen at the high tension areas at the distal incision, mostly knee procedures, not hip procedures. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were two loose passes with each arm of the device performed at the initiation of suture use during the index procedure? Was at least one pass in reverse direction performed prior to closure? Was dermabond used on the wound revisions? If no, please describe how the wound was reclosed. Does surgeon believe there is an alleged deficiency with the suture that contributed to the events of wound dehiscence with revision. Please provide the patient symptoms manifestations (location, severity, appearance, systemic or local reaction). In addition to dermabond, was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. What is the patient¿s current health status and condition? Was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. Can you identify the lot number of the product involved?